Manufacturer narrative:
This is report 1 of 4 involving this incident. The device was received operational and in good condition. A review of the therapy log revealed an increased intra-peritoneal volume (iipv) that occurred on (B)(6) 2009, during day cycle 1, and drain volume of 456 ml, which met the ipv criteria. However, there was no information in the event log from these therapies to use to determine a cause. A review of the device's service history revealed no issues that may have contributed to the iipv. The cause of the iipv found in the therapy log was undetermined. External & internal visual inspections performed revealed no problems. The device was found to meet functional specifications relative to the iipv identified during device log review. A service history review (shr) revealed no issues that may have contributed to the issue of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. One of 4 emdrs; as a total of four iipvs were identified during evaluation.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2009 during drain cycle 1. The patient's ultrafiltration reading was 256 ml, indicating the home patient drained 256 ml more than the largest prescribed fill volume of 200 ml. This meant the total drain volume was 456 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.